Event description:
The physician reported the intraocular lens was removed and replaced due to his observation of an imperfection in the lens.

Manufacturer narrative:
Completed by the manufacturer. The device was not received for evaluation. Attempts to obtain additional have been unsuccessful. The cause of this event is undeterminable.